Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnostic procedure when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no video signal at the main screen. Analysis of the system log file did not show any issues related to the reported issue. During troubleshooting, the fse found that the dvi converter was defective. The fse replaced the dvi converter of the flexviewing pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no video signal at the main screen. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the displayport to 2x dl dvi converter which returned the device to expected functionality.